Event description:
Customer reported that the cannula came out of her skin and that the device was wet when she changed it. She'd been at a christmas party and "snaking all day." She declined to specify any blood glucose history, but said her blood glucose measured "around 280."

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the product condition or to determine if any malfunction or mfg defect could have contributed to the reported high blood glucose. The caller did report that the cannula had pulled out of the insertion site. This condition would interrupt insulin delivery and could contribute to hyperglycemia if undetected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery."